Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. Pump passed the displacement test. Unable to perform the prime test, occlusion test and no delivery test due to the compromised force sensor system alarm. Pump had cracked battery tube threads, broken reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 335 mg/dl and 134 mg/dl. The customer was treated with bolus. It was reported that they had compromised force sensor system alarm constantly during the refill reservoir. The customer stated that the drive support cap was sticking out. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the pump and was advised to revert to back up plan per health care professional instructions. The insulin pump will be returned for analysis.